Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid via an implantable pump for non-malignant pain. It was reported that the personal therapy manager was not transmitting the bolus and it took so long to connect to the pump as it has gotten stuck at 90% for about 3-4 weeks. They get 5-6 boluses a day. Patient services assisted with closing out of all the apps and clearing the data and resetting the handset. They were able to connect to pump very fast. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Additional information was received from the patient who called stating that their device was getting slow again. The patient stated that they called before to clear the data and they wanted to do it again. The agent assisted the patient with clearing the data after which the patient was able to connect much faster.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.